Manufacturer narrative:
The device was returned and evaluated, and the evaluation found the power switch didn't work occasionally due to faulty main board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that during maintenance found lamplighters of xenon light source did not light up, and panel buttons sometimes did not work. There was no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the power switch stopped working due to a faulty main board. Additionally, the customer¿s complaint that the panel buttons sometimes did not work was not reproduced, and the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus patient was not under anesthesia and no delay.